Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral shaft fracture with the protection sleeve and the aiming arm manufactured by a competitor. During the sleeve use, the surgeon had difficulty in attaching and detaching the sleeve to the aiming arm because it stuck. The surgeon managed to attach and detach them with a pliers and hammer. It was not reported how the surgery was finished. The surgery was delayed by approximately thirty (30) minutes. The patient outcome was reported as stable. Concomitant devices reported: pliers (part number unknown, lot unknown, quantity 1), impaction instruments: hammer/mallet: trauma (part number unknown, lot unknown, quantity 1), 12.0mm/8.0mm protection sleeve 188mm (part 03.010.063, lot 7640039, quantity 1), guides/sleeves/aiming: aiming arm (part number unknown, lot unknown, quantity 1). This report involves one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 2 for (B)(4). This product complaint is related to (B)(4). Which reports about the power tools product¿s defect. This product complaint reports about the synthes product¿s defect in the same surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 03.010.063, lot: 8033772, manufacturing site: hägendorf, release to warehouse date: 27 aug 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 03.010.063, lot: 3681964, manufacturing site: hägendorf, release to warehouse date: 21. Jan. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil selected flow: damaged visual inspection: the received protection sleeve is in a used condition. The visual inspection of the complained instrument has shown that the tip had dents at the bore hole and outer diameter, therefore the protection sleeve is not be functionally as intend. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition of the protection sleeve is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in jan 2011 according to the specification. Based on that and the condition of the instrument a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to the damage. We only can assume that a mechanical overloading situation, for example metallic contact, or dropped down has caused the damages. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.